Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; however, no specific bg value was provided. Customer declined troubleshooting or to provide any additional information on the reported event.